Event description:
It was reported that the patient had a pneumothorax and that the lead had dislodged. A chest tube was placed for the pneumothorax and the lead was successfully repositioned. The patient was doing fine at the follow-up appointment.

Manufacturer narrative:
Na